Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-02295) indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional: stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.